Event description:
It was reported that the device exhibited a primary audible alarm. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: pump was sent in for an FDA recall of the barrel clamp. The barrel clamp and all of the components that make up the assembly have been replaced along with the seal for the plunger rod, battery door and plunger cases, left and right. The stepper motor was also replaced due to a motor rate error during testing. The pump was updated to the latest firmware version 6.0.3 and the library installed was reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.